Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll 9gal red lid was missing. The following information was provided by the initial reporter: it was reported by the distributor that the lids are missing.

Manufacturer narrative:
Investigation summary: the customer provided a sample and the complaint of missing lids was thoroughly investigated to determine any cause which may have led to this failure. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process of the lot number 1064920 reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months. With all this information it was concluded that this product had a lot of handling and by a distributor. For this reason, it can be concluded that there are many variables that could generate this failure mode because the distributors can do partial sells and the controls to handle remaining material is unknown, therefore, the likelihood of non-controlled handling within distributor facilities could happen. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that sharps coll 9gal red lid was missing. The following information was provided by the initial reporter: it was reported by the distributor that the lids are missing.